Event description:
It was reported that there were air bubbles in the infusion set tubing, which were observed during the load sequence and were described as very large. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by eliminating the air bubbles and was able to resume insulin therapy, indicating understanding and acknowledgment of the resolution.